Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 322. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 322 experienced during functionality testing which was not reproduced. System error 322 was confirmed through the event history log. The evaluation was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.